Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during first rewind. Customer's blood glucose was 106 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.